Event description:
It was reported that the customer experienced hypoglycemia. Customer's blood glucose value at time of incident was 24 mg/dl. Customer was treated with food. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched. Customer did not allege that the insulin pump was over delivering. The device will be returned for analysis.

Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Correction/removal number: z-0958-2020. (B)(4). S/w version 4.11d. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test and the displacement accuracy test. No device problem found.